Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was currently receiving morphine with concentration 3.9 mg/ml at a dose rate of 2.7 mg/day and bupivacaine with concentration 40 mg/ml at a dose rate of 30.928 mg/day) via an implantable pump for non-malignant pain. The pump was previously administering morphine with concentration 3.1 mg/ml at a dose rate of 2.79 mg/day) and bupivacaine with concentration 40 mg/ml at dose rate of 36 mg/day. It was reported that the reason for the call was to troubleshoot a "stopped pump" due to incomplete telemetry. A physician had refilled the pump on (B)(6) 2021. The physician came on the line stating he was "distracted" while programming since they were talking politics and he did not have his typical assistant with him, so he does "not remember" if after he attempted to update the pump, if it read that it had "incomplete telemetry and the pump may be stopped." The patient was sent home and did not hear the pump alarms. The patient was described as elderly and it was indicated that he just may not have been able to hear the alarms due to being hard of hearing. The patient then was in clinic today (B)(6) 2021 because the pump was alarming the low reservoir due to the pump "not taking" the update on (B)(6) 2021. A nurse stated that she already attempted to update the pump with the n'vision but she was not sure if she was doing it right because it still read stopped pump mode. It was further reported that they also had her a810 tablet near her and was in the middle of a session. At the time of the report technical services instructed to use the a810 tablet and program the correct settings. The caller did not know she had to take the pump out of stopped mode and re-enter the infusion settings. They then stated they successfully updated the pump and confirmed via logs/re-interrogating that the telemetry took this time. The nurse and the physician did not know why it didn't take on (B)(6) 2021.

Manufacturer narrative:
E3 correction: the occupation field was corrected from other to nurse regarding initial reporter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.